Event description:
Caller states that patient 1 tested 1.9 inr, 2.9 inr, and 2.7 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Patient 2 reportedly obtained results of 1.4 inr, 2.5 inr, and 2.4 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.